Event description:
Event description guidant received information that this implantable pacemaker (ipm) had an electrocardiogram displaying an atrial event and then about 200 ms later a ventricular sensed event. Possible loss of capture since the patient had an intrinsic p-r interval of 200. (The patient had a fixed a-v delay of 60 ms.) There was a stored atr (atrial tachy response) event that may have been triggered by a farfield event. And the atrial lead had a high threshold of 3 volts.